Manufacturer narrative:
E1: initial reporter phone no.(B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device for flow rate accuracy testing and delivered with error percentage of 0.365 which is within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed flow rate test high during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: the event history log was reviewed for the last days of use as no event date was provided. This showed three infusions with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.